Event description:
Event description guidant received information that the field representative requested technical services to review some telemetry strips, as it appearred to be a loss of capture(loc). A technical services consultant reviewed the strip and reported that it looked like ventricular oversensing,there was no ventricular pacing artifact after the intrinsic p-wave. There was also a rate of 30 beats per minute on the rhythm stirp, the fcr reported the patient was asymptomatic with this bradycardia. The r-waves were 3.0mv to 12mv,with the sensitivity sensitivity programmed to 2.5mv. The lead impedances in the daily measurements were normal.